Event description:
Customer reported he was hospitalized for high blood glucose over 600 mg/dl. Customer reported he was going to the hospital to do a test, his blood was check and that is when they noticed he was high. Test was not done and customer was admitted for his high blood glucose. Customer stated he was having issues keeping his blood glucose low with the insulin pump. Customer was unable to troubleshoot because customer is unable to read the screen and needs spouse assistance. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.